Event description:
It was reported by a vns treating physician to our country representative in switzerland that they had a pt who was presenting with sleep apnea. The pt had sleep apnea and since implanted with the vns, it has worsened. The apnea is well controlled with the use of a CPAP. No further info will be released on the pt related to pt confidentiality issues.